Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring occlusion alerts during meal announcements, with the pump indicating partial meal doses despite normal infusion set inspections and unchanged tubing and cannula, and the issue persisted across two pumps until a replacement was arranged. Symptoms included hyperglycemia with glucose values reported up to the 200s for several hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included temporary interruption and reduction of insulin delivery with user concern about dosing accuracy. Investigation included customer support review, device restart guidance, data sync instructions, and replacement logistics pending device return for assessment. At the time of this report the device evaluation has not been conducted. Once a physical evaluation is performed a supplemental report will be filed.